Event description:
It was reported by the customer that a pyxis medstation es system had an issue with patient data not crossing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to patient data not crossing. A technical support specialist logged into the es server and performed a data sync between the medstation es and the server. The server was running fine, but it was noticed that the patient's admitted status was still set to pre-admitted. Informed the customer to resend an adt a01, a04 message to re-admit them. The system functioned as intended after the technical support specialist troubleshooted the device.